Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. Device not returned.

Event description:
It was reported that the customer inadvertently delivered insulin to themselves after performing fill tubing while connected at the site. The customer's blood glucose level was 129 mg/dl.